Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) recommended device replacement. Additional information was received indicating that the patient had been admitted to hospice. It was reported that the device had been programmed to monitor only for comfort care and that it would not be explanted. It was confirmed that hospice was not device-related. No additional adverse patient effects were reported.